Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device stopped working. The procedure was completed using a different device. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for eval. The device was visually and functionally evaluated. The reported symptom of the device not working was duplicated. The cause was due to a loose set screw on the cpc coupler. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.